Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 508 mg/dl with no associated symptom reported. It was reported that the patient did not received any treatment above and beyond the routine diabetes care management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Reportedly, the pump had lost power. It was noted that there was no damage to the battery compartment or cap, the cap was able to secure properly and there was no evidence of moisture or corrosion in the pump. It was reported that the issue was not resolved with a new battery from a different pack. This complaint is being reported because the patient experienced severe hyperglycemia related to a no power issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was duplicated. The pump failed to power on with the returned battery cap. The spring was missing from the battery cap. The battery compartment was found to have cracked below the grip pad. Review of black box data found that the pump was in use up to three days before the complaint date. Multiple records of no-delivery were found in the alarm history after replace battery, loss of prime or replace cartridge warnings. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The pump was able to power up with a test cap and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.